Event description:
It was reported that a temperature alarm 15 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed and acknowledged various troubleshooting steps for cartridge loading issues, ultimately leading to the decision to replace the pump. Technical support provided guidance on handling the replacement process, including how to store the old pump and return it using a pre-paid label. A replacement pump was sent to the customer, and no further action was needed.